Event description:
The haptic of an aa4203tl model lens tore, as it was advancing through the cartridge. There was patient contact but no injury. The model and lot number for the cartridge and injector are unk.

Manufacturer narrative:
Evaluation results: visual inspection of the product found the optic and the haptic torn. There was evidence of surgical residue. The cartridge was not returned for evaluation.